Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50 serial/lot #: (B)(4)/ 535839 description: linear lead with enhanced stylet, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was unable to walk a day after the implant procedure. The physician believed that the patient's leg weakness was due to the device because the device was placed in the epidural space. The patient underwent an explant procedure.